Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Patient ((B)(6) y.o. Female) had accolade ii, trident hemi ha, and mdm implanted on (B)(6) 2019. Patient had a traumatic fall and fractured femur. Everything except the cup and mdm cocr liner came out. Rest. Mod. Conical bowed stem, cone body, dall miles vitalism cables, 28mm ceramic head, and new 42e x3 poly liner implanted. No complications.

Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture involving an accolade stem was reported. The event was confirmed through clinical review of the x-rays provided. Method & results: product evaluation and results: not performed as no product was returned for evaluation. Clinician review: not performed as the provided medical records were rejected by a clinical consultant who indicated: provided x-ray confirms fractured femur bone. Need operative reports, clinical/office notes, histopathology reports, serial x-rays and examination of the explanted components. Product history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: provided x-ray confirms fractured femur bone. The exact cause of the event could not be determined because insufficient information was provided. Further information such as operative reports, clinical/office notes, histopathology reports, serial x-rays and examination of the explanted components are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient (60 y.o. Female) had accolade ii, trident hemi ha, and mdm implanted on (B)(6) 2019. Patient had a traumatic fall and fractured femur. Everything except the cup and mdm cocr liner came out. Rest. Mod. Conical bowed stem, cone body, dall miles vitalism cables, 28mm ceramic head, and new 42e x3 poly liner implanted. No complications.